Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the operating room, drained the hematoma, and closed the site. This resolved the issue and the patient was discharged.